Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted concurrent with another sling, sacrospinous ligament fixation, anterior and posterior repair, perineorrhaphy, cystoscopy due to stress urinary incontinence, rectocele stage 2, cystocele stage 2, and widened introitus. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a hernia repair in 2009. It was reported that the patient underwent a cholecystectomy in 2010. No additional information was provided.